Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed the self test, reset error test, rewind, basic occlusion test and displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The excessive no delivery test could not be performed due to the prime anomaly. The insulin pump was received with broken battery tube threads, a cracked case at the display window corners, and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for no delivery during the manual prime. The alarm was resolved after disconnecting and reconnecting the tubing and reservoir. The blood glucose reading was not provided. The insulin pump was replaced and returned for analysis.